Manufacturer narrative:
The returned device was evaluated and the device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The device was received with the soft cannula deployed and discoloration visible through the top and bottom housings. Upon opening the device, corrosion was visible on the pcb assembly, mechanism rails, linkage assembly, and top and bottom batteries. Due to the corrosion, the battery voltages were measured to be lower than expected and all attempts to retrieve data from the device were unsuccessful. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device. This internal leak contributed to the corrosion which prevented data retrieval.

Event description:
A patient reports while wearing a pod for less than an hour their blood glucose level had rose to over 250 mg/dl. In addition the patient reports the pod failed to adhere.